Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned for investigation, the device operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the device was over infusing. They stated that the infusions would end between 45 and 90 minutes early. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. Complaint: (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. Based on the information provided by the initial reporter, the device does appear to have been infusing at a rate that mmdg would consider reportable. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the device was over infusing. They stated that the infusions would end between 45 and 90 minutes early. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).